Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that during the subject retrieval device pass to remove a clot from the right m1 middle cerebral artery (mca), an embolization to new a2 anterior cerebral artery (aca) territory occurred. The embolus was removed with the same retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. The reported event was related to the device and to the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during the subject retrieval device pass to remove a clot from the right m1 middle cerebral artery (mca), an embolization to new a2 anterior cerebral artery (aca) territory occurred. The embolus was removed with the same retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. The reported event was related to the device and to the procedure.